Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and displayed false episodes of asystole due to undersensing of the device. The physician will not perform intervention at this time and the patient was in stable condition.